Manufacturer narrative:
Batch review performed on 14 october 2021: lot 1909329: (B)(4) items manufactured and released on 12-dic-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot. 1907365. Batch review performed on 14 october 2021. Lot 1907365: (B)(4) items manufactured and released on 27-jan-2020. Expiration date: 2025-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 year 3 months after the primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.